Event description:
The patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. The physician covered the area and prescribed antibiotics. A week later, the physician brought the patient into the operating room and removed the entire inspire system.